Manufacturer narrative:
The tech replaced the siderail to repair the bed.

Event description:
Info received indicates during a preventive maintenance check, the tech found the left foot siderail pivot weld was broken, preventing the sidereal from staying in the up position.